Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported while using bd autoshield¿ duo there were operations difficulties. There was no report of patient impact. The following information was provided by the initial reporter: yesterday, I had a call with an hygienist having trouble in some department with autoshield duo. The transparent cap that has normally to be removed to let the needle enter into to skin is bloqued and the injection is not possible to do.